Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had repeated power error detected alarms. The customer¿s blood glucose level was 8.5 mmol/l. The customer was unable to continue troubleshooting because the insulin pump was shut off. The device will be returned for analysis.

Manufacturer narrative:
The device passed rewind test, prime test, seating test, basic occlusion test, force sensor test, sleep current measurement and active current measurement. No rewind anomalies noted during testing. Multiple pump error 25 alarms in the pump history file and pump error 25 alarms were triggered when the lithium backup battery was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. Connector for on electrical board, was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a day with the device functioned properly during testing as shown in the power management graph. The device was received with missing retainer. Unable to perform displacement test or occlusion test due to missing retainer. The device was received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, peeling end cap address label and corrosion in battery tube.